Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was previously implanted with nellix sealing system to treat an abdominal aortic aneurysm (aaa). Aneurysm growth of 6mm was noted on the 3 year routine follow up. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was sufficient evidence to support the reported event of sac growth by 6mm by documentation only. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent. Aneurysm growth of 6mm was noted on the 3-year routine follow-up. As of the date of this report, there have been no additional patient sequelae reported.